Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device was not returned, therefore, the returned sample analysis could not be performed. Analyzing the x-ray image sent by the customer. It can be seen that the stent is fully deployed in the aorta, which confirms that the stent failed to deploy initially in the placement site; however, based on what is reported, it could be assumed that the stent was partially deployed during the pin-pull procedure, continued to partial deploy during the removal of the system and then it was decided to be fully deployed in the aorta. Since the device was not returned, the issue 'failure to deploy' is closed inconclusive and just the cascading event 'malposition of device' is can be confirmed. The issue 'self activation or keying' could also not be confirmed. The root cause of the issue could not be identified. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Regarding the indications the instructions for use states 'for use in the iliac and femoral arteries' and the in the precautions can be found that 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during stent deployment procedure through right femoral artery, the stent allegedly failed to deploy. It was further reported that after multiple attempts, the delivery system was deformed and the outer sheath appeared white. Reportedly when the physician tried to remove the delivery system, the stent was deployed itself and returned into original state. The patient reported stable.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/image were provided for review. The investigation of the reported event is currently underway. Expiry date: 08/2023.

Event description:
It was reported that during stent deployment procedure through right femoral artery, the stent allegedly failed to deploy. It was further reported that after multiple attempts, the delivery system was deformed and the outer sheath appeared white. Reportedly when the physician tried to remove the delivery system, the stent was deployed itself and returned into original state. The patient reported stable.